Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device/migration of essure device") in a (B)(6) year-old female patient who had essure (batch no. C95070) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included grand multiparity, submucous leiomyoma of uterus, hypertriglyceridemia and low hdl. Previously administered products included for an unreported indication: mirena. Concomitant products included ethinylestradiol; norethisterone acetate (loestrin), ethinylestradiol; norethisterone acetate (microgestin) and paracetamol (acetaminophen). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain, vaginal haemorrhage ("abnormal bleeding(vaginal)/abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/abnormal bleeding (menorrhagia)"), pelvic pain ("pelvic pain"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). Essure treatment was not changed. At the time of the report, the device dislocation, menstrual disorder, vaginal haemorrhage, menorrhagia, pelvic pain, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, device dislocation, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure did not worsen previously existing injury/condition. Plaintiff did not have the financial means at this time to have the device removed. Per pfs: insertion date is (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound abdomen - on (B)(6) 2016: the left ovary contains multiple thin ¿ walled , clear content cysts with size physiologic large; fibroid uterus. Ultrasound scan vagina - on (B)(6) 2016: the left ovary contains multiple thin ¿ walled, clear content cysts with size physiologic large; fibroid uterus. Menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-feb-2019: pfs received. Event added: she did not undergo essure confirmation test. Event onset date were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.